Event description:
It was reported that during preparation of a steerable guide catheter, on initial insertion, difficulty inserting and removing the dilator tip into the sgc occurred. Once the sgc was flushed and fluid column was tested, the sgc failed to hold column. Troubleshooting was performed but was not successful. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult to insert dilator, difficult to remove dilator and leak/splash associated with loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.